Manufacturer narrative:
Exact date unknown, event occurred in 2020.

Event description:
It was reported that patient experienced a burn in the thigh area from the grounding pad. Care for burns was applied. The patient was reported to have been fully cured.

Event description:
It was reported that patient experienced a burn in the thigh area from the grounding pad. Care for burns was applied. The patient was reported to have been fully cured.